Manufacturer narrative:
One device was returned for analysis. No service history available. Event log was reviewed. Verification testing and visual inspection was performed. The downstream occlusion (dso) sensor seal was delaminated. Replaced the seal. Device passed testing post repair.

Event description:
One device was returned for analysis. Investigation found the downstream occlusion (dso) sensor seal was delaminated. There was no patient involvement.